Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The distribution node pca showed signs of thermal damage. The distribution node pca absorbed high-voltage, which shorted the u713, ed700, and u713 components on the pca. The root cause for the absorption of high-voltage was unable to be positively identified.

Event description:
A us distributor returned belt sn (B)(4) indicating that the belt was unable to communicate with a monitor.

Event description:
A us distributor returned belt sn 59016270 indicating that the belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) is currently underway. The reported problem (does not communicate with monitor) was confirmed. Upon investigation the belt was unable to communicate with a monitor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.